Event description:
It was reported that an ambulance crew picked up a patient with non traumatic back and leg pain and irregular heart beat. The emt's report states that when they pulled the cot completely out of the ambulance the cot allegedly collapsed from the highest to the lowest, flat position. The patient sustained two minor lacerations on the right elbow which did not require medical intervention.